Event description:
Pt in third degree heart block with ventricular rate of 20. Zoll external pacer would not pace despite numerous attempts. Investigation after the event showed that the unit had been dropped resulting in a faulty main switch and damaged upper housing.